Event description:
It was reported via a journal article: title: management of giant sacral pseudomeningocele in revision spine surgery. Author(s): omar m. Al jammal, arvin r. Wali, courtney s. Lewis, michelle v. Zaldana, ahmed s. Suliman and martin h. Pham. Citation: the international journal of spine surgery. Https://doi.org/10.14444/7111. The aim of this study is to highlight difficulty of sacral dural repair despite multiple technical maneuvers. Involved in this study is a 56-year-old female with a history of grade iii l5-s1 spondylolisthesis treated with 2 prior spine surgery outside the institution where this study was made. First surgery was repaired primarily with 6-0 prolene suture with confirmed no further leak. Patient¿s second surgery was previously repaired again using 7-0 prolene suture and a surgicel as blood patch. Patient was discharged. Within several days postoperatively, patient came complaining of positional headache and demonstrated giant sacral pseusomeningocele. Surgical plan this time is placement of instrumentation from l4 to ilium with additional bone grafting to treat pseudoarthosis with pseudomeningocele above sacral laminectomy patient then reoperated for placement of lumbar drain and repair of s2 dura with dural substitute inlay, 7-0 prolene and surgical as blood patch and a durant sealant. Reported complication: pseudomeningocele recurrence (n-1). Severe positional headache (n-1). Conclusion: we conclude that early consultation with plastic surgery can be greatly beneficial to effectively extirpate dead space and resolve giant sacral pseudomeningocele, especially if there is concern of persistent cerebrospinal fluid leakage due to relatively immobile avascular soft tissue because of prior revision history.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: the international journal of spine surgery. Https://doi.org/10.14444/7111. Event related to mw # 2210968-2024-01070. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.